Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to diabetes related issue. Customer stated that the hospital where she was did not know much about the insulin pump and they almost killed her. Nothing further was reported.